Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account the siderail cable sensor assemblies were cut off exposing bare wire. No patient impact.